Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 2 days after the sensor was inserted into the arm. According to the patient, on (B)(6) 2025, while the patient was at work, she began feeling weak, her hands and arms were shaking, and she ¿fainted¿. The patient¿s cgm was reading 57 mg/dl, no bg meter reading was taken at this time. One of the patient¿s co-workers called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was 280 mg/dl. The only medications provided were the ones the patient had taken earlier that day as part of her routine regimen, which was insulin and an unspecified blood pressure medication. Ems transported the patient to the emergency room (ER), where her cgm continued to provide low readings, but her bg meter readings were ¿normal¿. No specific values were reported. The patient was in the ER for approximately 6 hours before being discharged. The patient was still feeling weak at the time of report. At the time of report, the patient was also reporting the cgm device was showing an unspecified error message and was advising her to start a new sensor session. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.